Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that the 23mm commander delivery system (ds) had been prepared with 2cc additional volume. During the transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve that was deployed with nominal volume, after valve deployment the ds balloon ruptured. The entire ds was removed successfully. A small longitudinal tear was observed on the balloon. After the 14fr esheath+ was removed it was noticed the tip of the sheath was slightly folded inward into the lumen of the sheath due to the balloon being pulled out. Although it was attributed to the balloon being pulled out, there was no withdraw difficulty. There are no images available, and the device has been discarded. There was no vascular injury. Upon further follow up with the fcs, the fcs clarified that the picture depicting liner delamination most closely resembled the damage observed on the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed by edwards. The patients access vessels had tortuosity as well as calcification within the femoral bifurcation region. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed empirically. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) may have contributed to the reported event since balloon rupture was reported and imagery review revealed tortuous/calcified access vessel characteristics. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system catching onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system catching onto the sheath liner, especially if patient factors (such as calcification, tortuosity) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.